Manufacturer narrative:
Insulin pump passed the prime/a33, displacement, basic occlusion, occlusion and excessive no delivery tests. Cracks to the reservoir tube lip, battery tube thread and display window noted during visual inspection.

Event description:
It was reported that the customer had low blood glucose (estimated to be about 30mg/dl). She stated that this had caused her to fall down that morning and hurt herself. Customer was advised to revert to her backup plan. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the dat test. The pump was tested outside of the device and it passed.